Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead failed to advance over the guidewire. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to advance the guidewire was confirmed. Final analysis found that as received, a complete lead was returned in one piece. The guidewire insertion/ removal test was performed and found that the guidewire was not able to be inserted beyond the middle region of the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event was due to the inner coil being clogged with blood.